Manufacturer narrative:
Correction: d1. Additional information: d4 (model, expiration date, UDI), g4, h3, h4, h6, h11. H4: the lot was manufactured between march 27, 2023 and march 28, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume inlet (with large bore spike) had liquid contamination in the inlet lead. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.